Manufacturer narrative:
(B) (4) coil protrusion.

Event description:
It was reported that there was coil "extrusion" and there was no clinical consequence to the pt. No other info was provided and there has been no response to attempts to obtain additional info.